Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issues with three infusion sets on 17-june-2024. The infusion set was used for the first event for 2 hours, for the second event for 1 day, and for the third event for 30 minutes. Blood glucose level reported during event was 394 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.